Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the unit failed the rotor test. The customer stated that the rotor error alarm never occurred during testing. The pump kept running; the user tested the pump twice and the same issue occurred. The pump completely failed to alarm.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed and the customer states, ¿rotor error alarm never occurred during testing.¿ the unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.